Event description:
It was reported that the patients ipg was non functional due to reaching end of battery life. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively. The explanted ipg will not be returned.